Event description:
A report was received that the patient was having discomfort at the ipg pocket location. The patient underwent a revision wherein the pocket was relocated. The patient was reportedly doing well after the procedure.